Manufacturer narrative:
Updated description, added serial#, added device manufacture date.

Event description:
It was reported that there were no issues during a greenlight procedure and the procedure was completed with a ¿bipolar resection¿. Two (2) days post procedure, it was noted that the patient had ¿severe urethral damage¿. The patient status is a ¿urethra is damaged, reconstruction is needed¿. The patient will be operated on for a reconstruction of his urethra. There was no further information reported.

Event description:
It was reported that during a ¿tur laser intervention¿ with a greenlight xps laser therapy system there where ¿complications during uro-pte.¿ the patient status was ¿reconstruction urethra.¿ there was no further information reported.

Event description:
The patient will be having "urethra reconstructive surgery" in (B)(6) at the (B)(6) hospital. There was no further information reported.